Event description:
It was reported patient had a revision of right accolade hip due to periprosthetic fracture. Doctor removed accolade stem and head.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade size 7 stem. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding alleged periprosthetic fracture involving an accolade stem was reported. The event was not confirmed. The device was not returned for evaluation. A medical review was not performed because insufficient information was provided. Device history review records could not be performed as the lot number was not reported. A complaint history review could not be performed as the lot number was not reported. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
It was reported patient had a revision of right accolade hip due to periprosthetic fracture. Doctor removed accolade stem and head.